Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It is reported that the patient underwent a procedure to address a nonunion of the l5 and s1 vertebrae approximately three years after she had been implanted with an l1 - s1 pangea construct. The entire construct was removed and replaced. During implantation of the new construct, the tip of the screwdriver broke off in the right s1 screw. The screw would not advance, so the surgeon instead used a shorter screw. No patient harm was reported and about 10 minutes were added to the procedure. This is report 6 of 15 for complaint (B)(4).